Manufacturer narrative:
Product complaint # (B)(4) investigation summary lcs bearing exchange due to bearing becoming worn. The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed wear patterns on the posterior section of the lcs comp rp insert lg 12.5mm consistent with being implanted over a period of 20 years. Additionally, a portion of the device is fractured. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the lcs comp rp insert lg 12.5mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d10 concomitant.

Event description:
It was reported a revision surgery for a lcs bearing exchange is required due to the bearing becoming worn. Revision was performed (B)(6) 2025. Patient has had a very high bmi for a long period of time which likely placed additional load on the bearing/ joint replacement. Implants had been insitu for over 20 years. Only the liner was exchanged.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.